Event description:
A physician reported that a cutter probe did not actuate during cataract/vitrectomy combination surgery. The aspiration condition was unknown. The surgery was completed on the same day after replacing the pack with another one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Two opened probes were received, with a tip protector, in a tray, for the report. Sample 1: the sample was visually inspected and found to be nonconforming with bent needle. The sample was then functionally tested for actuation. The sample was found to be nonconforming for actuation. The probe was disassembled, and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was observed to be bent. Gouge marks on the several locations on the inner cutter. Sample 2: the sample was visually inspected and found to be nonconforming with orange/brown foreign material on the welded cap. The sample was then functionally tested for actuation. The sample was found to be conforming for actuation. A review of the device history record traceable to the lot number obtained from the device¿s radiofrequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the sample 1 probe had an actuation failure and evaluation of sample 2 does no confirm probe had an actuation failure. The exact cause of the actuation failure cannot be determined from the evaluation performed. The reported actuation failure was not confirmed from sample 2 and an exact root cause for actuation failure for sample 1 could not be determined from this evaluation; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).